Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 260 units of insulin. In addition, it was reported that the customer received multiple occlusion alarms. The customer declined further troubleshooting with tandem technical support, and indicated that the supplies would be changed upon returning home. The customer's blood glucose level ranged from 113-125 mg/dl. Multiple attempts were made by tandem technical support to obtain if the reported events had been resolved; however, no further information was provided regarding the event.